Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced an event of hyperglycemia on (B)(6) 2026. Blood glucose level at the time of event was high and was treated with bolus via pump. No further information available.